Event description:
Healthcare professional reported "rupture" against right device. Physician reported via MRI, "right breast appears slightly smaller than the left", "relatively stable benign-appearing right axillary lymph nodes", " lymph node measures 1.4 cm". The device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is a right side rupture.

Event description:
Healthcare professional reported "rupture" against right device. Physician reported via MRI, "right breast appears slightly smaller than the left", "relatively stable benign-appearing right axillary lymph nodes", " lymph node measures 1.4 cm". The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius and crease fold. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.